Event description:
Dr reported he was performing a spinal anesthetic and when he took the spinal needle out about 2.5cm was left inside the pt. Dr only knew of event during visual of remaining portion of needle. Unk if remainder was removed from pt.